Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99198. Supplemental rationale corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: mechanical problem identified / locking mechanism. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition 1 device: returned to supplier / vendor. 1 device: product not received.

Event description:
No change.

Event description:
This report summarizes 2 events for the failure: difficult to open or close. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. Additional information 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99198. Supplemental rationale, corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status. 1 device was evaluated using data provided by the user or third party. 1 device was not available for evaluation. Evaluation findings (results/components). 1 device: appropriate term/code not available / part/component/sub-assembly term not applicable. 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition, 2 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 2 events for the failure: difficult to open or close. - 2 events had no health consequences or impact.